Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient was unable to cycle this inflatable penile prosthesis (ipp). The ipp was removed and replaced with a malleable penile prosthesis. Additional information received indicated the patient experienced an infection.

Event description:
It was reported that the patient was unable to cycle this inflatable penile prosthesis (ipp). Upon explant there appeared to be a leak as the reservoir had dark liquid inside. The ipp was removed and replaced with a malleable penile prosthesis. Additional information received indicated the patient experienced an infection. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected and known inherent risk of device were assigned to this investigation. Corrected data: b5 event description and h6 device codes.

Event description:
It was reported that the patient experienced was unable to cycle inflatable penile prosthesis (ipp). The ipp was removed and replaced with spectra concealable penile prosthesis. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.